Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received a scs system, including a surgical lead, on (B)(6) 2011. It was reported that the pt experienced a sudden loss of stimulation. Diagnostic testing revealed invalid and high impedance readings on multiple lead contacts. On (B)(6) 2011, it was reported that the pt had lost stimulation again, and the physician explanted and replaced the lead. It was reported during surgery that the lead appeared to have broken wires upon inspection. No further pt complications were reported.